Manufacturer narrative:
No sample was returned for evaluation. It is noted that per the instructions for use (IFU - art-20662c) provided with the finished cangaroo envelope device, inflammation is listed as a potential complication associated with this procedure and device usage. No further details are available at this time, should elutia receive any additional details related to this event, a supplemental report will be filed.

Event description:
A patient adverse event was reported by an elutia representative on 08/11/2025. The patient was implanted with a cangaroo (lot and catalog number unknown) device in (B)(6) 2025 (exact date was unknown); this was a device change out / revision for the patients cardiac electronic device. It was reported that, the patient underwent surgical intervention due to what the physician thought was a hematoma. Upon intervention, the physician confirmed that there was not a hematoma, however the patient did have inflammation. The inflamed site was swabbed for infection (no results have been given). After two atempts to gather additional details from the physician, no further information regarding this event is known. Should any additional information be received about the reported event a follow-up report will be submitted.